Event description:
(B)(4). It was reported that the ventilator generated two technical error alarms prior to patient use. The alarms indicated a power failure and an open safety valve. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The investigation of the returned expiratory channel printed-circuit (pc) board has been completed. This board contains electronics which include a microprocessor for control of the safety valve functions in the inspiratory section of the device. The pc-board was installed in a reference system for simulate-use testing. The pre-use checks tests failed the internal leakage sub-test since the safety valve was in the open position, when it was expected to be closed. Our conclusion from the investigation is, that the issue occurred due to a short circuit in a capacitor that is part of the electronics for the safety valve function. The root cause for why the capacitor failed has not been determined from this investigation.

Event description:
(B)(4).